Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 UDI number; d9; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified signs of use (nicked/gouged) for the articular surface component the locking feature is flared. Examination of the tibia component identified scratches and tool marks. Production dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100812 64766759 articular surface medial congruent (mc) right 12 mm height use with tibia sizes e-f/cr femur sizes 8-11. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00323.

Event description:
It was reported the inlay could not be mounted on the tibia. Both articles had to be discarded. There were no adverse events reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.